Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolus and contraindication to anticoagulation due to gastrointestinal bleed was indicated for placement of an inferior vena cava filter. The right groin was prepped and accessed. Venogram demonstrated renal veins at the level of l1. Filter was successfully deployed intrarenally at the level of l2. No complications were observed. Approximately seven years nine months post filter deployment, CT scan performed for swelling of the legs demonstrated the filter with the tip near the renal vein ivc confluence and narrowing of the vena cava. Narrowing of the vena cava caudal to the filter was consistent with stenosis. Several filter limbs were extending beyond the caval wall at the narrowed region. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not retuned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully at the l2 vertebral level. Approximately seven years and nine months after implantation, CT scan allegedly demonstrated a filter with the tip near the renal vein confluence. Narrowing of the inferior vena cava below the filter was reported. The filter was intact; however, several limbs allegedly extended beyond the margin of the caval wall. Based on the medical record review, limb perforation and narrowing of the ivc can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Stenosis at implant site. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately seven years nine months post filter deployment with contraindication to anticoagulation, CT scan demonstrated a filter with the tip near the renal vein ivc confluence and stenosis of the vena cava caudal to the filter with several limbs extending beyond the caval wall. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with pulmonary embolism and contraindication to anticoagulation due to gastrointestinal bleed. Approximately seven years nine months post filter implantation, computerized tomography scan demonstrated a filter with the tip near the renal vein ivc confluence and stenosis of the vena cava caudal to the filter with several limbs extending beyond the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and nine months of post filter deployment, a computed tomography of abdomen and pelvis was performed for diverticulum and mild bilateral soaring. The study showed that an inferior vena cava filter was noted with the tip near the renal vein inferior vena cava confluence and there was narrowing of the inferior vena cava caudal to the inferior vena cava filter with multiple collateral veins in the retroperitoneum and in the right anterior abdominal wall. Also, the filter appeared to be grossly intact, and several struts extended beyond the margin of the inferior vena cava at its current narrowed state. It was concluded with an inferior vena cava filter in place with findings consistent with significant stenosis versus occlusion of the inferior vena cava with collateral vein formation. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.